Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. Review of the submitted log file data confirmed the report of elevated and fluctuating pi values; however, a specific cause for the unstable pi values could not be determined through this evaluation. It was reported on (B)(6) 2020 that the patient was currently inpatient due to a gi bleed. She was now stable; however, it was noticed that she was having variations with her pi values from 4 to 8. Her map was 60-80 and she felt fine. The submitted controller event log file contained data from 17mar2020 ¿ 26mar2020 and showed that from the beginning of the log through the morning of (B)(6) 2020, calculated average flow and average pi remained overall stable in the ranges of about 3.5-4.5 lpm and 2.0-5.0, respectively. Beginning the evening of (B)(6) 2020, moderately elevated average pi values over 7.0 were observed. Pi appeared to fluctuate between periods of these higher values and baseline values through the end of the log. It was noted that the higher pi values were associated with lower calculated average flow values; however, flow remained above the low flow hazard threshold of 2.5 lpm. Overall, calculated average flow and average pi ranged from 3.2-4.5 lpm (average of ~3.9 lpm) and 2.1-8.7 (average of ~4.5), respectively. No notable changes in motor power were observed and no atypical alarms or events were recorded. Despite the fluctuating pi values, the system appeared to be operating as intended and the actual motor speed remained at or above the low speed limit without issue. The corresponding lvad event log file appeared to show the pump operating as intended with no atypical lvad faults captured. Additional information provided by the account on (B)(6) 2020 indicated that the patient¿s pi values stabilized. An egd was negative for any findings. All symptoms reportedly resolved and the patient was discharged with plans to track her complete blood count. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was admitted for gi bleed but is now stable. She experienced variations with her pulsatility index (pi). Map was 60-80 and she was drinking, eating, and feeling fine. Log file analysis showed that pi became elevated and erratic starting on (B)(6) 2020. Pi later stabilized, symptoms resolved, and esophagogastroduodenoscopy (egd) was negative. The patient was discharged and her complete blood count (cbc) currently tracked.